Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent up button response due to corroded keypad traces. No button error alarm or flashing screen anomaly noted during testing. The insulin pump functioned properly and passed all displacement tests. The insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer's spouse reported via phone call that the customer's blood glucose was over 600 mg/dl. Following this, the insulin pump alarmed button error. Customer's blood glucose was unknown at the time the button error alarm was received. It was stated there were no significant events leading to the alarm. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and it was agreed that the product would be returned for analysis.